Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by our affiliates in (B)(6), during the deployment of the 26mm sapien 3 case in pulmonic position, the balloon burst when trying to deploy the valve and the valve was not deployed. A new balloon was used and the valve was withdrawn. A second valve was used. Patient is doing fine.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
Corrected data: f10, h6. Reference (B)(4).

Manufacturer narrative:
Additional information indicates balloon aortic valvuloplasty (bav) was not performed, and no extra volume was added to the balloon prior to the inflation. The device was not returned for evaluation as it was discarded by the site. As the affected device was not returned, the investigation will be limited to review of photographs, videos, or imagery, review of DHR, review of lot history, review of complaint database for similar complaints, review of physician training and IFU, manufacturing mitigations, root cause, and fmea assessment. No applicable imagery was provided for review. The work orders related to the manufacturing of the devices and components that could potentially contribute to the complaint were reviewed.  These work orders revealed no issues that would have contributed to the complaint event. A lot history review of the related work order was performed and revealed no other complaint relating to ¿balloon- leakage.¿ a review of the complaint history from november 2017 to october 2018 revealed other returned complaints for ¿balloon- leakage¿ for all commander delivery systems were confirmed but no manufacturing issues were identified in the returned product during engineering evaluation. Available information suggested that procedural factors and /or patient factors may have contributed to the event. No labeling or IFU inadequacies have been identified. Review of complaint history revealed that the occurrence rate did not exceed the control limits for this trend category. Therefore, no corrective or preventative action was required. Since no product nonconformances or IFU/training inadequacies were identified, and occurrence rate did not exceed control limits, no corrective or preventive action was required. The sapien 3 (s3) with the commander delivery system (ds) in pulmonic position is only indicated for clinical use, not commercial use. The training manuals in this section are for a tf procedure in the aortic position and were reviewed for relevant guidance for an s3 implant and commander ds use. The instructions/guidance for preparation and use of the edwards commander delivery system were reviewed. Based on the review of the IFU/training manuals, no deficiencies were identified. During manufacturing process, the entire delivery system is visually inspected and tested several times. 100% visual inspection for critical dimensions including working length, balloon diameter, proximal and distal leg ids, proximal leg od, and single wall thickness. The balloons were 100% visually inspected with unaided eye for gross defects.  The balloons were 100% visually inspected under 8x magnification for contamination, fish eyes, gel spots, scratches, etc. 100% distal to proximal visual inspection by both manufacturing and quality is performed. The entire device is inspected for damage or missing components. The inflation and crimp balloon are inspected and rejected for distorted/pinched folds. The commander delivery system is 100% leak tested. Post-leak test, there is a visual inspection of the balloon catheter. Additionally, the related word order underwent a product verification testing as a requirement for lot release. During functional product verification testing for commander, visual inspection for kinks, cracks, missing components, missing small white marker band on balloon shaft (with unaided eye) is performed. The balloon inflation pressure was tested and the lot was accepted. The balloon burst pressure after fatigue was tested and the lot was accepted. Visual inspections for kinks, inflation/crimp balloon bond, and nose tip/inflation balloon bond. During tensile product verification testing for commander, inflation balloon/crimp balloon tensile testing was performed, and the lot was accepted. Inspections performed during manufacturing process and testing performed during product verification support that it is unlikely that a manufacturing issue contributed to the reported events. Without relevant photographs, imagery of the procedure, and device itself, the complaint for ¿balloon ¿ leakage¿ was unable to be confirmed. Due to the unavailability of the device, engineering was unable to perform additional visual, dimensional, and functional analysis. As a results, the presence of a manufacturing non-conformance was unable to be determined. A review of DHR, lot history, and complaint history did not reveal any manufacturing non-conformances which could have contributed to the complaint. Furthermore, a review of IFU/training materials revealed no deficiencies. A review of manufacturing mitigations further supports that it is unlikely that the device left the manufacturing site with the reported damage on the delivery system, as the devices are 100% visually inspected and tested multiple times throughout the manufacturing process. Additionally, as reported in the complaint case notes, the device was successfully de-aired during pre-op, indicating that the device has no issue out of the box. It is likely that the balloon damage occurred during use. A review of complaint history suggests that the patient and/or procedural factors as following can possibly contribute to the reported events. Excessive manipulation of the device during the delivery system insertion/advancement or valve alignment as a result of vessel tortuosity may result in damage to the balloon or balloon catheter bonds. Calcification in the patient anatomy can also cause damage to the inflation balloon and/or crimp balloon. Performing valve alignment in a non-straight section of the aorta can cause the thv to unseat (non-coaxial placement of the thv in relation to the flex tip) from the flex tip and ¿dive¿ into the lumen of the flex tip. If the thv is unseated during valve alignment, it can result in higher than usual alignment forces, weakening the balloon material near the inflation to crimp balloon bond. Subsequently, the balloon may be more prone to tearing or leakage. Under simulated conditions (tortuous anatomy), a previously performed engineering study was able to recreate high valve alignment forces with valve diving. Residual volume left in the balloon may also contribute to increased forces during valve alignment, which could lead to a weakening of the balloon material. Another previously performed engineering study was able to recreate high enough valve alignment forces to potentially cause a material failure in the area in question. Improper technique when removing the proximal balloon cover can cause damages to the balloon, making it more susceptible to leakage after insertion. Additionally the commander delivery system was used in the pulmonic position that is not the delivery system¿s intended use, which could lead to adverse effects. Available information suggests procedural factors (off label use) contributed to the reported event. However due the insufficient information being provided, a definitive root cause is unable to be determined. A review of edwards lifesciences risk management documentation was performed for this case.  The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. Since no manufacturing non-conformances, and no labeling, training, or IFU deficiencies were identified during evaluation, no preventative or corrective actions are required. Since no product non-conformance was identified during evaluation and the occurrence rate did no exceed the complaint control limits, a product risk assessment escalation is not required. The complaint for ¿balloon- leakage¿ was unable to be confirmed. No labeling inadequacies and no manufacturing nonconformance were identified during evaluation. A definite root cause was unable to be determined at this time, but it is possible that procedural factors (off label use) contributed to the reported events. Review of complaint history revealed that the occurrence rate does not exceed control limits for this trend category. Therefore, no corrective or preventative action is required.